Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned device to be pre-fired and engaged in interlock. Functional testing required the interlock to be overridden and the reload was applied to test media. The reload interlock was tested and found to function properly. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument firing handle is partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection to prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing the staple in the pulmonary tissue in a laparoscopic bullectomy, the surgeon was ready to squeeze the handle, but he could not squeeze it. After several times of trying to do it, the surgeon changed the reload to a medium thick reload but the same happened. He used another handle with the second reload and tried it with no result. He tried the first reload with the second handle, but still would not fire. A third handle was opened and used with the first reload and was fired. However, the staple was open and the tissue was bleeding. A competitor¿s stapler was used to continue with the procedure. There was no patient injury. Post-operatively, the sales rep tried to fire the medium thick reload but it could not be fired. The sales rep tried with the other unfired reload, however, the firing was hard and rough even though there was nothing between the jaws.